Event description:
It was reported that during an implant procedure, this programmer exhibited touchscreen unresponsiveness issues while trying to perform programming changes. The programmer was successfully rebooted and procedure was completed. No adverse patient effects were reported. The programmer was returned for analysis.

Manufacturer narrative:
Upon receipt, visual inspection of the programmer identified no anomalies. Several different test devices were interrogated multiple times, confirming there was an issue with the telemetry port, which was confirmed during the baseline evaluation with an error code at the time of interrogation. This error code has been found to be related to a software timing condition while waiting for the programmers hardware to initialize function and is cleared by rebooting the system. The telemetry board was then tested and confirmed that it was not able to connect to the telemetry application. The carrier board was examined and it was found physical contamination with one of the connectors of the telemetry board. The connectors were cleaned, and the telemetry board was able to connect successfully with the application. Additionally, the touch screen was checked for functionality and calibration, with no issues noted. Finally, the system log files were extracted from the programmer and were reviewed for error codes. No error codes were noted. Laboratory testing was unable to reproduce the reported unresponsive screen issues and detailed analysis did not reveal any abnormalities. Despite the fact that the touchscreen issue was not able to be reproduced during product analysis, an unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.